Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the flex 2/3. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In the field logs, the 32100 errors were confirmed and seen pointing to the brake. The flex was installed onto fa¿s system and started up in normal mode without triggering any faults or errors. Once the flex was clutched, the system immediately triggered the 32100 error. The system logs showed that the p values of the 32100 error were identical to the field logs. The complaint was confirmed based on the field evaluation and failure analysis. The probable root cause is attributed to a component failure on the flex 2/3. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a training/demo of the da vinci system, a repeated recoverable error 32100 occurred. The customer stated they already rebooted the system and tried a hard power cycle plus emergency power off (epo), without improvement. Technical support engineer (tse) checked the logs and confirmed errors 32100 pointing to the setup joint (suj) proximal [axes controller setup (acu)]. The customer used another patient side cart (psc) to complete the training. There was no report of patient involvement.